Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). -product review of the electric dermatome serial number (B)(6) by a zimmer biomet certified service repair technician on (B)(6) 2020 revealed that the motor¿s rpm was in specification, however the motor was, a little erratic, and the calibration was off at the 0 reading. -repair of the device was performed by a zimmer biomet certified service repair technician on (B)(6) 2020 which included replacement of the following: semi-circle shaft bearing: pn 06-0017-200-68 spring seal: pn 06-0018-103-82 ball bearing: pn 06-0018-103-81 vespel: pn 06-0018-105-35 the device, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. -review of the device history record(s) identified no deviations or anomalies during manufacturing. -device is used for treatment. -a definitive root cause cannot be determined. -no corrective actions, preventive actions, or field actions resulted after investigation of this event. -the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0601002. Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the handpiece was skipping, would like it inspected to ensure it's in good working order, malfunction during surgery on (B)(6) 2020, no harm, no intervention, no delay, no variance, no other info. No adverse event was reported as a result of this malfunction.